Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease. The target lesion was located in the severely calcified distal left anterior descending artery. After proper predilation with a semi- compliant balloon catheter, a 2.75mmx38mm promus element long stent was deployed in the lesion. Post stent deployment, a vessel dissection was noted at the proximal end of the stented area. A 2.75mmx12mm taxus liberte stent was then implanted to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was good.